Event description:
A dermatologist I saw did a biopsy and found two serious areas that are skin cancer. I explained to her I had ehler danlos connective tissue disease. She didn't say much. I told her I was on warfarin and had an artificial aorta heart valve. She told me the best way to remove these and safest way was the new radiation equipment which she had called gentle cure. I asked was it safe for connective tissue disease she assured me even though she didn't seem to know I went online and found two places that said the manufacture did not advise using in people with ehlers danlos or marfan's. I told her she till said I should use it and had not read that. I called FDA, I was transferred three times all three times I was told they could not find anything at all with that name. It was not even in the data base. I called asked the manufacture. They did not answer. I told them FDA had no record of them but all their brochures say approved by the FDA. I was told to email you. I had the one on my arm cut off. Its still painful 7 months later. All the stitches fell out as the tissue is not strong and left a open area. The doctor was not real concerned. Again she said use the gentle cure. Then she said a doctor as she suggested before can come over and remove the large one on my back. But the pain I had with my arm was horrible. The back area is not hurting a lot. I don't know what is safe to do. I've been in the hospital 50 days for complications from my illness. Can you let me know if it's really FDA approved and why they post it's harmful to my illness but doctors think it's approved by FDA? Thank you (B)(6). I'm a patient. I found it extremely difficult to send this as there is no place to put is it FDA approved? Is it harmful to ehlers danlos tissue or marfan's?

Event description:
Additional information received for mw5151829 on 03/22/2024 to update report brand name and manufacturer.